Manufacturer narrative:
Product in complaint was returned to zoll on 09/16/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that during a shift check when the autopulse® platform was powered on, an uncommanded shut off occurred after the lifeband sized down. Customer was able to replicate this problem approximately 5 times. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and found that the front enclosure and battery lock were damaged. The returned platform underwent initial functional testing and the customer's reported complaint was not observed. The platform however, made a "squeezing" noise when the lifeband was sizing down and exhibited user advisory (ua) 16 (timeout moving to take-up position) and ua26 (decompression target not reached) messages. It was determined that the drivetrain assembly was at fault for all 3 observed issues. A review of the archive was performed which found that the platform was not used on the reported event date of (B)(6) 2014 and did not record any event where the platform exhibited an uncommanded shut off. Based on the investigation results the parts identified for replacement were the drivetrain assembly, front enclosure and battery lock. The platform underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting an uncommanded shut off was not confirmed as there was no evidence of such an event in the platform archive. It was also unable to be duplicated during functional testing.